Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by a tm that the image on the sr9 is having ¿movement and static looks¿ at the bottom of the screen. This is causing issues with seeing the needle tip, especially around the 2 cm mark. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo sample provided shows static movement at the bottom of the screen. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.